Event description:
The device was applied during a nissen fundoplication. Reportedly, the tip would not return to the normal position after articulating. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.